Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer lost signal during threshold testing, and also determined that the vxi test (common mode/wrist electrode) was out of specification and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis also found that the vxi right antenna test was out of specification, that both antennas were loose and both antennas were adjusted and tightened. During analysis the hinge plate screws were also found and reinstalled, and it was determined that the power cord door was broken, that the left and right keyboard case hinges were broken, that the keyboard slide assembly was missing, and all were replaced. (B)(4).

Event description:
It was reported that the programmer lost the signal during threshold testing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer lost the signal during threshold testing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.